Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device rfu always has a red "x". There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Connector j10 was missing on this processor board.